Manufacturer narrative:
The insulin pump was received with minor scratches on the display window. The device had cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, and cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call, the reservoir compartment is detached, half of it is apart. Customer's blood glucose was 123 mg/dl. Customer stated the she noted the reservoir was detached apart when she was going to bolus for her dinner. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.